Manufacturer narrative:
Analysis of the ins noted that the device was programmed incorrectly. It was noted that when the ins was connected to a bifurcated extension and two leads and tested at the settings the ins had when received every electrode pair had normal impedances.

Event description:
It was reported that pre-operatively there were high impedances and the right channel showed no impedance. Diagnostic testing and tr oubleshooting included impedance testing and a different implantable neurostimulator (ins) was used, which resolved the issue. The cause of the issue was unknown and the ins was never implanted. It was later reported that the patient was implanted with another ins and was doing fine.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.